Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip were reported in a research article in a subject population with multiple co-morbidities including functional and degenerative tricuspid regurgitation, diabetes, hypertension, copd, coronary artery disease, prior myocardial infarction, prior cardiac surgery, atrial fibrillation, heart failure, cied, heart failure medication, mitral regurgitation. Complications reported included death, heart failure, hospitalization, unchanged tr, recurrent tr, off-label use; these complications are anticipated for the procedure and subject population. The reported off-label use was associated with using a mitraclip on the tricuspid valve. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B2: death date is estimated. B3: event date is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: ventricular interaction and clinical outcomes in patients undergoing transcatheter tricuspid valve repair.

Event description:
The article "ventricular interaction and clinical outcomes in patients undergoing transcatheter tricuspid valve repair" was reviewed. The article presented a retrospective single center study, to evaluate the association between ventricular interaction and clinical outcomes in patients undergoing transcatheter tricuspid valve repair (ttvr). Devices mentioned include mitraclip, triclip, pascal, cardioband. The article concluded that ventricular interaction, assessed by lv eccentricity index, was associated with clinical outcomes after ttvr, and its postprocedural improvement was linked to better outcomes. [The primary author and corresponding author was dr (B)(6) at (B)(6) hospital, with corresponding email ta.chi.tsu.tetsu@gmail.com. The time frame of the study was august 2015 to august 2022. A total of 304 patients were included in this study, of which 208 (76%) received an abbott device. Average age was 79 and majority gender was male. Comorbidities included functional and degenerative tricuspid regurgitation, diabetes, hypertension, copd, coronary artery disease, prior myocardial infarction, prior cardiac surgery, atrial fibrillation, heart failure, cied, heart failure medication, mitral regurgitation. Peri and post-procedural complications included triclip: death, heart failure, hospitalization, unchanged tr, recurrent tr mitraclip: death, heart failure, hospitalization, unchanged tr, recurrent tr, off-label use.